Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm magna mitral valve implanted for an unknown implant duration underwent valve-in-valve procedure due to mitral stenosis. Tmvr was successfully performed with a 26mm 9755rsl transcatheter valve.

Event description:
It was reported a patient with a 25mm 7300tfx mitral valve implanted 10 years, four (4) months, underwent valve-in-valve procedure due to mitral stenosis. Tmvr was successfully performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
Added information to b5,h6 and h10. Based on the additional information obtained, this event is no longer considered reportable.